Event description:
It was reported that the patient underwent a surgical procedure to reimplant this artificial urinary sphincter (aus) device due to fluid loss. The aus cuff, pump, and balloon was explanted in 2019 and no new device was implanted. On (B)(6) 2020 a new aus cuff, pump, and balloon was implanted. The patient was stable following the procedure.